Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch veriovue meter read inaccurate compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on the evening of (B)(6) 2017 he obtained what he felt was an inaccurate blood glucose reading of ¿77 mg/dl¿ with the subject meter. The patient informed the csr that he manages his diabetes with self-adjusted insulin. It was not reported if the patient took any action regarding his usual diabetes management regimen in response to the alleged inaccurate reading. The patient reported developing symptoms of feeling ¿sick, listless and fatigue¿ on the evening of (B)(6) 2017 after the alleged inaccuracy issue began. In response to the symptoms, the patient claimed he tested his blood glucose on another device (unknown brand) and a result in the "30's mg/dl¿ range was obtained. The patient claimed he took glucose tablets/gel as self-treatment. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged inaccuracy issue began.